Event description:
It was reported that device entrapment occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below-the-knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation over a jupiter fc3 guidewire. However, during the procedure, the device got stuck with the guidewire and had to be removed as one unit. It was noted that the guidewire could not be removed from the balloon catheter outside the patient due to strong resistance. The procedure was completed with a different device. No patient complications nor injuries were reported.